Event description:
It was reported that after a valve repair surgery, low sensing was noted on the right atrial (ra) lead. No intervention was made. The lead will be monitored. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.